Event description:
The surgeon at the clinic, alleged the following event: "first revision surgery performed for problem with abg modular neck. A (B)(6) pt is implanted about 14 months ago for bilateral coxarthrosis."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.